Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience blood glucose (bg) levels from the 500's (mg/dl) to the customer's bg meter registering a "high" reading, however the exact value was not provided. The customer delivered a bolus with the pump to address the bg level. Recommendation was made to consult with health care provider regarding diabetes management. During a follow-up call on (B)(6) 2017, the customer reported bg value decreased to 285 mg/dl.